Event description:
It was reported that, "patient had increasing pain."

Manufacturer narrative:
Add'l info has been requested and if received will be provided in a supplemental report. Catalog number and lot code of other device listed in this report: desc: eius uni tib xs 6mm lm/rl: cat #: 6636-2-306, lot # 1ynak. It cannot be determined which, if any of these devices may have caused or contribute to the pt's pain.